Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt and installation of the perfusion system, the user reported that central control monitor (ccm) touch screen stopped responding during initial setup. Only one row and one column in the middle were responding. There was no patient involvement.